Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and performed troubleshooting. The customer was provided a quote for field evaluation, but the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.¿

Event description:
Philips received a complaint on the patient information center ix indicating there was an outage and the central monitors are in " local mode" and the customer wants to know if this is from philips network end; as servers could not be reached. The device was in use on a patient at time of event, there was no adverse event reported.¿